Manufacturer narrative:
Customer indicated that both autopulse batteries were inspected and both green leds were illuminated on the battery indicator. Customer also indicated that 3 battery rotations are performed daily. Product in complaint was returned to zoll circulation on 03/21/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform revealed that the front cover was cracked. The physical damage found during visual inspection is not related to the reported event of the platform "shutting off". The damage appears to have been caused by normal wear and tear (autopulse manufactured in 8/2011). Review of the archive data was performed and the archive shows several user advisory 12 (lifeband not present) messages to have occurred on the reported event date of (B)(6) 2014. The belt clip was not detected in the spool shaft. It was observed that two screws that hold the switch, so that the switch lever is parallel to the switch case were loose. These loose screws will cause the platform to stop operating and display a user advisory 12 message, even with the lifeband fully inserted, therefore confirming the reported complaint. Functional testing could not be performed due to the platform displaying a user advisory 12 message. Based on the investigation, the part identified for replacement is the front cover. In summary, the reported complaint of the "platform shutting off" was confirmed. The fault was found to be due to the loose screws. The physical damage found during visual inspection is not related to the reported complaint. Upon adjustment of the screws and replacing the front cover, the platform passed all testing criteria.

Event description:
Customer indicated that on (B)(6) 2014, ems crew responded to a call concerning a (B)(6) male patient, who was in a state of cardiac arrest. The patient was unresponsive, not breathing and had no pulse. Ems also indicated that bystander CPR was being performed by a family member at the patient's residence. The patient was moved to the ground and CPR was continued (exact length of time not provided). An AED was applied, however, no shock was delivered. Ems crew were still performing CPR, however, the patient remained unresponsive. Patient's eyes were dilated and non-reactive. Patient's skin was cyanotic, warm, dry and abdomen was extended. Trauma exams were unremarkable; however, large amounts of fluid were found in the patient's airway. All vital signs were absent. Cbg (capillary blood gas) was 38. Monitor indicated that patient was still asystolic. Lung sounds were equal when patient was ventilated via (bvm) bag-valve-mask technique. Patient had nasopharyngeal airway (npa) in place. Patient was placed onto the autopulse platform and the device was deployed without any issues. Complainant alleged that within 5 minutes of using the autopulse platform, the unit shut off. Crew reverted to manual CPR while the back up autopulse battery was retrieved from the ambulance. After the autopulse unit was turned back on, it indicated to press the green start/continue button. The crew performed this action, however, the autopulse would shut off and on with the same message. Customer restarted manual CPR (length of time not provided) and continued throughout the call. About half way to the hospital, the customer attempted to extend the lifeband up fully and pressed the restart button, however the autopulse only worked for about 5 minutes and then stopped again. Multiple attempts to administer ivs through intravascular access were unsuccessful. Intraosseous oxygen was administered through the left tibiofibular joint without blood being drawn. When EKG was initially performed, it revealed that the patient was in a ventricular fibrillation (v-fib) state. Patient was shocked at 120 joules and administered 300mg of amiodarone. Patient was intubated via advanced airway management techniques. Medications also administered include 2mg of narcan, 25 g of d50 (dextrose 50%), 40 units of vasopressin and a total of 5 mg of epinephrine. Patient remained in asystole, until patient care was transferred to the emergency department. Patient's family indicated that patient had been in and out of the hospital due to a broken jaw and that his jaw was wired shut with rubber bands. Patient's family also indicated that patient had been on narcotics and antibiotics due to an infection. It was reported that on the morning of this incident the patient appeared to be normal. No adverse patient sequelae was reported. No further information was provided.